Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pace impedance measurements. Impedance measurements were noted to have increased over the course of approximately one year prior to going out of range. There was a slight increase in rv pacing threshold. Sensing was stable and no episodes of noise were recorded to the device. A revision procedure was performed wherein both the device and lead were replaced with the ICD being explanted and rv lead surgically abandoned. Measurements on the new system with within normal limits. The patient was reported to not be pacemaker dependent. No additional adverse patient effects were reported. This ICD and rv lead are no longer in service.